Manufacturer narrative:
References the main component of the device system the relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown drug of an unknown concentration at an unknown dose via an implantable infusion pump for intractable spasticity. It was reported that the patient had several revisions in the past. Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that the patient's catheter was replaced a few years ago due to the catheter having micro-fractures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017. It was reported that the catheter revision occurred in 2013.